Manufacturer narrative:
A siemens designated complaint handling unit (dcu) specialist evaluated the customer data. The cause of qc level 1 recovering out of specifications when using hcg reagent lot 426 is unknown. The qc samples were within range when using reagent lot 427. The customer has had no further discordant patient samples. The instrument is performing according to the specifications. No further evaluation of this devise is required.

Event description:
The customer has obtained out of range values for quality control (qc) level 1 for the human chorionic gonadotropin (hcg) assay on an immulite 1000 instrument, when using reagent lot 426. Qc level 2 and level 3 were within specifications. Patient sample values were reported to physician(s) though qc level 1 was out low. The customer then repeated all qc samples using reagent lot 427. Qc was within specifications for all three levels, but 4 discordant patient samples were observed when compared to results obtained with reagent lot 426. Corrected reports of results obtained on reagent lot 427 were sent to physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.